Event description:
Customer reported the gas module iii had a slow aspiration. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the multigas and o2 analyzer assembly bench. Unit was calibrated and safety tested to factory's specifications.